Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient also alleged cough, sinus infection, stuffy nose. There was no report of serious patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient also alleged cough, sinus infection, stuffy nose. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. A internal visual inspection was performed by the manufacturer. The manufacturer found indeterminate black particle inside top enclosure,discoloration of plastic on inside face of front panel, white dust-like film on top of blower box, indeterminate white and black particles in and around air inlet of blower box, long hair-like object and indeterminate black/brown particles inside bottom enclosure, white dust-like contaminates on top of and inside blower, indeterminate white flakes inside blower box. The manufacturer also found white dust-like and hair-like objects in bottom of water tank, indeterminate brown particles on flip lid seal, dust-like contaminants on dry box.. The device's downloaded event log was reviewed by the manufacturer and found three instances of e-101. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found red paint-like contaminant on outside of humidifier bottom enclosure, scratch on outer face of humidifier back panel,indeterminate white contaminant on heater plate, indeterminate white and brown flakes inside bottom enclosure, indeterminate soft crystalline object in the humidifier bottom enclosure under the lifting tray. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence white dust-like and hair-like contaminants within the airpath, which are likely of external origin and not consistent with originating from a device failure. Section d9, g3, h6 has been updated / corrected.